Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt was treated for peritonitis with inj (injection) reflin (1gm/ day) and inj, tobramycin (40mg/day) (routes not reported). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.